Manufacturer narrative:
This device is affected by a field safety corrective action and was recalled due to a potential manufacturing defect of the battery.

Event description:
This device was explanted and replaced due to a recall. We were notified that the manufacturer has recalled 24 specific devices outside of the us. The recall is due to a specific battery issue (cathodes manufactured with the newly introduced hydraulic powder press showed a variance in thickness leading to a slight deviation from a plan-parallel geometry of the electrode package. As a result, there is a gradient in applied forces during pressing of the electrode package leading to shearing forces that can lead to damage of the separator as well as in extreme cases of the grid.) On a limited number of products. The issue could potentially lead to rapid battery depletion at any time over the service time of an affected device. The possible clinical consequence could be sudden inability of the ICD or crt-d device to deliver therapies, without triggering an alert. No adverse patient events have been reported due to this issue. This recall does not affect any product shipped to or distributed within the united states. Affected models are: ilivia, inlexa, intica and intica neo ICD and crt-d.